Event description:
Reporter stated that patient obtained a blood glucose result of 9.6 mmol/l on the compact plus system. Patient's blood glucose was reportedly retested, on a laboratory instrument, with a result of 5.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country.